Event description:
Reportedly, pt. Was reop'd on 05/06/2006 due to possible staple line failures. The leak occurred at the staple line. There is not definitive evidence that this was a mechanical failure. Pt had to be reoperated on to fix the leak in the nanstomosis. Medical istory comorbidities.